Manufacturer narrative:
Additional information: h6. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Device manufacturer address: the device was manufactured at one of the following manufacturing facilities: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. It was further reported that some were yellow and some were completely dry. This was noticed before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.